Event description:
It was reported that the back of the reservoir in the insulin pump came off. It was stated that the customer was advised to treat with manual injections and insulin pens. Troubleshooting was performed. Advised that the customer should be disconnected from the insulin pump and revert to back up plan. It was stated that the end cap of the device came apart. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a detached end cap. We were unable to preform functional testings due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.